Event description:
The unit would not go to a live screen while taking x-ray. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep was unable to duplicate the described issue. He reseated the generator pcbs and verified the power supplies. The system now functions as intended.